Event description:
Patient presented to the physician with a seroma at the ipg site. Physician applied pressure dressing and prescribed oral antibiotics. Patient presented back to the physician with improvement and resolution. Patient presented back to the physician with warmth and fluid drainage from the ipg incision. Physician admitted the patient into the hospital and the next day brought them into the operating room and removed the inspire components.